Event description:
Co was informed of the incident by the legal dept and further details of the incident are unlikely. The method of notification and the lack of detail surrounding the alleged incident has not provided full details required for medwatch form 3500a completion. As a result, several answers to questions are labeled as "unk". An evaluation of co complaints revealed that no complaints have been received from the pt or hospital facility regarding this incident. On or about march 11, 1996, the pt was admitted to the hospital for a scheduled cesarean section. Prior to the cesarean section, the pt was administered epidural anesthesia in preparations for child delivery. During this procedure, tape was applied to the pt's back. Co's adhesive remover (wipe) was used to remove the tape from the pt's back. The info suppled to co indicates that the pt suffered a severe burn, inflammation, open sores and scarring on her back which was indicated to be permanent. It is not known if the post use instructions were followed. The product labeling indicate the need to remove residual adhesive remover by washing the skin with soap and water. No other facts can be determined regarding this incident at this time.